Manufacturer narrative:
Integra has completed their internal investigation on may 17, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; there are numerous impacts and one hole on the coating of the hook tube. DHR review: no nonconformity for this lot. Complaints history: no complaint for this lot. Conclusion: the most probable cause of these damages is shocks on the coating during the use or the reprocessing. The hole is probably due to contact with an other monopolar or bipolar instrument used in coagulation (high temperature). The IFU nt060 recommends to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
It was reported that the coating of the hook need to be modified. Product was in contact with the patient, however no patient injury reported and the event led to surgical delay, but unknown for how long.